Manufacturer narrative:
Event date - not provided, however the first date of the month of the aware date was used.

Event description:
It was reported that a guidewire fracture occurred. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that guidewire ruptured. No patient complications were reported.